Event description:
Additional information revealed that the infection has resolved.

Event description:
It was reported the patient had an unrelated surgery on (B)(6) 2018. Reportedly, the patient was admitted into the hospital on (B)(6) 2018 due to wound infection at the ipg site. Subsequently, the patient was discharged on (B)(6) 2018 with a PICC line and home infused antibiotics as further treatment. Follow-up identified the patient has started a second sequence of antibiotics via PICC line.